Event description:
On (B)(6) 2017, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue first began on (B)(6) 2017, in the afternoon. When the patient obtained an alleged glucose result of 52mg/dl on the subject meter. The reporter detailed that she became "unresponsive", emergency medical services (ems) were called and they obtained a result of 32mg/dl on their meter performed less than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with levemir insulin (self-adjuster) and took no action in response to the blood glucose result she obtained. The reporter detailed that the patient received hcp treatment from ems in way of a glucagon injection and was transported to emergency room to stabilize. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The patient was unable /unwilling to say if the blood sample was taken from an approved sample site. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs's criteria for a serious injury adverse event after the alleged product issue began.